Event description:
It was reported that the device was used during a laparoscopic hernia repair procedure. The device misfed the staples. Opened another device to complete the case. There was no consequence to pt.